Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that a transcatheter pulmonary valve was implanted valve-in-valve into this device approximately 56 months post-implant due to a diagnosis of stenosis after the patient reported shortness of breath and fatigue. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.